Event description:
The customer reported that the bottom of the insulin pump came off while priming. Troubleshooting was performed. During the call the customer also reported being hospitalized due to high blood glucose and diabetes ketoacidosis. The blood glucose reading at time of call was 250 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.